Event description:
The hospital reported the hinge holding the rear door broke off by the user. There was no patient involvement reported.

Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs research park - (B)(4).